Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.